Event description:
A nurse reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In a f/u, the nurse reported the pt presented with symptoms of corneal edema on the first postoperative day. The pt was treated with medications. The outcome of the event is unk. No cultures were taken. There are three medical device reports associated with this event. This report is for the cartridge.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the monarch c lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Additional info was requested on 04/16/2012 and 04/23/2012 by phone, fax, and mail. A completed questionaire was received on 04/26/2012. Additional info was received in a f/u phone call on 04/30/2012. (B)(4).